Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and pelvic organ prolapse on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01893. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the mesh was surgically removed on (B)(6) 2011 due to mesh erosion, pain and bladder stones. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.